Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer changed the cartridge and infusion set multiple times and delivered a correction bolus to address high bgs. The cause of the high bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.